Event description:
Technician alleged that the brakes would roll slightly after being set. No injury reported.

Manufacturer narrative:
The technician found the brake casters worn due to age, wheels dry rotted. Technician replaced the brake casters and wheels to resolve the issue.